Event description:
It was reported that the patient sought medical attention for hyperglycemia. The patient reported their blood glucose (bg) levels reached > 400 mg/dl on (B)(6) 2025, while wearing a pod. The patient removed her pod since it would not lower her blood glucose levels and sought medical attention with her primary care doctor. The doctor checked her bg levels and administered a shot of novolog insulin, and prescribed needles for future injections. The patient experienced symptoms of tiredness, weakness, and disorientation. She received a low pod insulin alert earlier that morning. The pod's pink slide moved forward, the cannula was inserted correctly, and there was redness at the pod site but no insulin leakage. The cannula appeared normal after removal. Patient reported the pod was discarded.

Manufacturer narrative:
Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l. Cgm sensor type: g7. According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.